Event description:
It was reported that the ventilator generated alarms indicating o2 concentration low and airway pressure high. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer, but the issue was not reproduced during service visit. The reported issue was confirmed in provided device's logs before indicated date of event. Alarm o2 concentration low is activated when measured o2 concentration is below the set value by more than 5 volume % or concentration is below 18 volume % which is independent of settings. The airway pressure high alarms indicate the efforts of the ventilator to deliver the set tidal volume and that the expiratory resistance had increased at the time for the event. According to the test log, the ventilator passed the pre-use check prior ventilation was started and the technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. An increase in airway pressure can occur due to a blockage in the respiratory system. No information concerning patient breathing circuit or filter was provided. Our conclusion based on the log evaluation, is that there was no ventilator malfunction. The ventilator detected and generated alarms. The cause of the issue has not been determined. The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 2015-10-22.